Event description:
The patient claimed that the animas pump has an intermittent power issue. Reportedly, the pump will self-reboot and go into the verify screen. There was no product misuse. The battery cap and compartment was not damaged. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: visual inspection revealed the battery cap threads are stripped. There was no damage noted to the battery compartment. The battery cap was unable to maintain an electrical connection; rebooting was duplicated. A test battery cap was used to complete testing on the pump. The pump powers on appropriately with no alarms. The pump was exercised for 24 hours with no reboots occurring.